Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and damaged threads. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures images were not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the threads of the healing abutment was damaged. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following section were updated: b5: describe event or problem d4: expiration date, and unique identifier (UDI) number d9: device available for evaluation change ¿no' to 'yes'

Event description:
It was reported that the threads of the healing abutment was damaged.

Manufacturer narrative:
(B)(4). (B)(6). Weight unknown/not provided.

Event description:
It was reported that the patient felt uncomfortable after 2 weeks, the doctor found that the healing abutment was not fix on the implant for checking, and the thread of the healing abutment was broken.